Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The medtronic educator reported via letter that they were hospitalized due to hyperglycemia diabetic ketoacidosis on (B)(6) 2021 with blood glucose level of above 600 mg/dl. Current blood glucose level was 281 mg/dl. The customer was treated with insulin drip. Customer was experiencing the symptoms related to the high blood glucose was confusion, tired, vision changes and dizzy. Customer was not using the auto mode feature. The insulin pump was not returned for analysis.